Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and genital haemorrhage ('general abnormal bleeding') in a (B)(6)-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and endometrial ablation on same day". The patient's medical history included motor vehicle accident on (B)(6) 2012, multigravida, parity 3 and sore throat. Concurrent conditions included adhd since 2011, vaginitis, pap smear abnormal, pelvic discomfort, uterine ablation, cough, neck pain, allergic rhinitis, insomnia, nephrolithiasis, unilateral leg pain, abdominal pain, rosacea, attention deficit disorder and hyperactivity. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2011, the patient experienced menorrhagia ("abnormal bleeding ( menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 21 days after insertion of essure. In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge,"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: gastrointestinal") and alopecia ("hair loss"). In (B)(6) 2014, the patient experienced urinary tract disorder ("urinary problems") and cystitis ("bladder or urinary problems or changes,/bladder infection"). In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2015, the patient experienced rash ("rashes or skin conditions type: rashes/rash/skin condition"). On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), back pain ("back pain"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), genital haemorrhage (seriousness criterion medically significant) and urinary tract infection ("bladder or urinary problems or changes : urinary tract infection (recurrent)"). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy)). Essure was removed on (B)(6) 2016. At the time of the report, the endometritis, pelvic pain, abdominal pain and genital haemorrhage outcome was unknown and the menorrhagia, vaginal haemorrhage, rash, urinary tract disorder, cystitis, tooth disorder, dysmenorrhoea, vaginal discharge, fatigue, gastrointestinal disorder, alopecia and back pain was resolving. The reporter considered abdominal pain, alopecia, back pain, cystitis, dysmenorrhoea, endometritis, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, rash, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted - insertion date of essure november 2012, received treatment for urinary problems., bladder infection., vaginal discharge. Discrepancy noted in essure confirmation test(s) - conducted - no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: everything seemed ok, seemed ok.. Pregnancy test - on (B)(6) 2011: negative pregnancy test. Concerning the injuries reported in this case, the following one/ones were reported via medical record: endometritis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet: case becomes incident. Previously reported event ¿injury to herself¿ replaced by new specific events: endometritis, abnormal bleeding ( menorrhagia), rashes or skin conditions type: rashes, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), vaginal discharge, fatigue, gastrointestinal or digestive system condition type: gastrointestinal, hair loss and back pain were added. Essure insertion date, removal date and indication were added. Patient date of birth, height and race were added. New reporter, were added. Lab data, medical history were added. On (B)(6) 2019: pfs received - new events pelvic pain, abdominal pain, general abnormal bleeding were added, event bladder disorder updated to bladder infection. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.